Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working wall outlets, tandem charging cable, tandem wall adapter, and alternative cables and adapters, and pump did not recognize charging connection but did not display low power, shutdown, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump, and technical support arranged replacement pump, confirmed warranty and shipping address, instructed customer to place problematic pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.